Event description:
It was reported that a skin irritation causing excessive itching, hives, redness and yellow liquid drainage had occurred while wearing the pod between 4 and 24 hours. Symptoms began 1 day into usage. The affected area was slightly larger than the pod. Patient visited physician and was prescribed antihistamine medications xyzal,(4 times a day) and allerga (4 times a day), pepcid (once a day), and a hydroxyzine cream, also 2 different shots was administered that was not specified by names.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.